Event description:
The customer reported that the system defaulted and shut down a couple times.

Manufacturer narrative:
(B) (4). The ge service rep replaced the interconnect cable. The system is working as intended.